Manufacturer narrative:
Model/catalog number: reservoir 65 ml pc/iz; model number: 72404155; batch/lot number: 467577015.

Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to device not cycling. No further patient complications were reported in relation to this event.

Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to device not inflating resulting in the device not cycling.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model/catalog number: reservoir 65 ml pc/iz, model number: 72404155, batch/lot number: 467577015. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Model/catalog number: reservoir 65 ml pc/iz; model number: 72404155; batch/lot number: 467577015.

Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to device not inflating resulting in the device not cycling.